Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy and posterior colporrhaphy due to rectocele, cystocele, and sui. Following insertion, the patient experienced pain, erosion, urinary problems, dyspareunia, and vaginal scarring. On (B)(6) 2012, a mesh revision/removal was performed due to calcified mesh, vaginal wall extrusion, pain, and urinary incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported the attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.